Event description:
The customer reported the system displayed a communication error. This error will cause the system to lockup or not to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator backplane, the 5 volt power supply, the rtos single board computer, the rtos to gpos cable, flashed the memory nodes, and reloaded software and calibration files. The system operates as intended.